Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
A peritoneal dialysis patient reported that during treatment, she found moisture beneath the cycler and the carpet was wet. She removed the tubing set, and fluid was noticed inside the cycler. The leak was found to be coming from the cassette, although no holes were discernible. According to the patient's peritoneal dialysis nurse, the patient did not take prophylactic antibiotics and did not develop peritonitis or experience any complications. Sample disposed.